Event description:
Vented paclitaxel set was attached to a 500ml ns IV bag. Tubing was primed by pharmacy technician. Pharmacy technician placed bag and tubing into area to begin chemotherapy admixture with paclitaxel -bio-hazardous product-. Tubing snapped off at the bottom of the drip chamber. Fluid from bag rushed out into sterile mixing area. Fortunately, we had chemo mixing pad in area, and technician was not injecting biohazardous drug at the time. If this tubing would have broken during chemotherapy administration, potential for paclitaxel to spill over patient sitting in chair.